Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported shaft separation and torn notch were confirmed. The reported difficulty to advance and failure to advance could not be replicated in a testing environment as they were related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The guide wire exit notch was torn during use of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat the heavily calcified left tibial peroneal trunk. The 2.50x38mm rx esprit btk system was advanced however could not pass through the tp trunk and kept getting stuck. The physician attempted to advance the esprit through the area alongside an armada 18 through a 6 french sheath, which was tight and required pushing and torquing. Eventually the hypotube on the esprit system broke outside of the patient. The whole system was able to be removed and it was verified that the scaffold was still on the delivery system. The procedure was completed using other devices. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.